Event description:
It was reported that the pulse generator exhibited backup operation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the pulse generator was in backup mode. After downloading the product code, normal function ensued.